Event description:
It was reported that there were multiple occlusion alarms, which caused the customer's blood glucose (bg) to exceed normal levels, displaying "high," with no specific value provided. To address the elevated bg, the customer took corrective injections via manual delivery and resolved the occlusions by changing the infusion set and cartridge, then resuming insulin. No third-party assistance was required, and no additional information was provided regarding the outcome.